Event description:
As reported to coloplast though not verified, patient was implanted with mesh product. Later the patient experienced incisional separation and exposed mesh. An excision of the exposed mesh was performed.

Manufacturer narrative:
Although a coloplast product was cited, in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the information contained in this report.